Event description:
It was reported that the customer had moisture in the insulin pump. Customer reports there was fluid under the display screen. Customer stated high blood glucose, which was treated with a shot. Customer's blood glucose reading was 350mg/dl at the time of treatment. The blood glucose reading was 104 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.